Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. It was stated that the device also alarmed button error, and the customer experienced difficulties with the buttons as well. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to confirm keypad anomaly, button error alarms, motor error alarms and displacement failure due to blank display. Missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.